Manufacturer narrative:
UDI number is unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing noise, inadequate capture threshold and inhibition issue was observed on the ra lead. There was low, out of range, low voltage lead impedance issue on the ra lead and the impedance trend at implant was low and out of range as well. The noise was noted during interrogation and reproduced via isometric testing the rv lead was functioning normally. Lead was capped on (B)(6) 2019 and a new lead was implanted. Patient was stable.